Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The insulin pump was received with operating currents within spec and passed self test and displacement test. Power graph analysis confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector. The pump was monitored and functioned properly. The inuslin pump was received with cracked keypad overlay at select button. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call the insulin pump battery has to be changed every 1 -2 days. The customer's blood glucose levels are 245mg/dl during the incident. The customer was assisted with trouble shooting. The pump will be replaced and returned for analysis.